Manufacturer narrative:
Additional information received on may 13, 2021 indicates a bilateral removal was performed on (B)(6) 2021. A pathology report was submitted that notes a pathologic diagnosis of nasal side walls left and right biopsy found benign skin with fragments of fibrous tissue and non-polarizable foreign material associated with granulomatous/foreign body giant cell reaction. The implant was not returned to entellus medical for testing. The pathology testing was performed in the field by the hospital.

Event description:
It was reported the latera implants were bilaterally placed on (B)(6) 2018 during a septoplasty and turbinate reduction procedure. On (B)(6) 2021 the patient reported bilateral implants are visible and migrating toward skin surface and appear to be starting to extrude through the skin. Additional information received on (B)(6) 2021 indicates a bilateral removal was performed on (B)(6) 2021. A pathology report was submitted that notes a pathologic diagnosis of nasal side walls left and right biopsy found benign skin with fragments of fibrous tissue and non-polarizable foreign material associated with granulomatous/foreign body giant cell reaction.

Manufacturer narrative:
Device was not returned for analysis.

Event description:
It was reported the latera implants were bilaterally placed on (B)(6) 2018 during a septoplasty and turbinate reduction procedure. On (B)(6) 2021 the patient reported bilateral implants are visible and migrating toward skin surface and appear to be starting to extrude through the skin. Additional information received on (B)(6) 2021 indicates a bilateral removal was performed on (B)(6) 2021. A pathology report was submitted that notes a pathologic diagnosis of nasal side walls left and right biopsy found benign skin with fragments of fibrous tissue and non-polarizable foreign material associated with granulomatous/foreign body giant cell reaction.